Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the lamp module could not be activated, and the bulb did not illuminate. There was no report of patient injury.